Manufacturer narrative:
The device has received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device stopped working. It was reported that the device was used in surgery, but without pt or user injury. It is unk if there was intervention or delay. The event date is unk. There was no additional info provided.